Manufacturer narrative:
Pump received with broken reservoir tube lip and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 129 mg/dl. The customer states the belt clip was broken. The customer performed self-test and it did pass. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.